Manufacturer narrative:
H6: investigation summary. Bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for spot in tube, fm in gel, damaged tube, defective marking and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological, no label or missing label info, air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367968) from lot 0135357: spot in tube ×51. Fm in gel ×3. Damaged tube ×3. Defective marking ×39. Air bubbles ×44.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced foreign matter in tube biological and non-biological, no label or missing label info, air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367968) from lot 0135357: spot in tube x51, fm in gel x3, damaged tube x3, defective marking x39, air bubbles x44.